Manufacturer narrative:
The product surveillance technician (pst) observed the roller pump run for approximately 33 hours and with no observations of a strange noise during rotation. The roller pump was connected to a lab use only (luo) heart lung machine (hlm) and a luo central control monitor (ccm) via a luo cable assembly. The roller pump passed all testing within specification.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was making noise when rotating and was difficult to unoccluded. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) observed the roller pump to function as intended with no strange noises when the pump was properly occluded. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had an incident with their four inch roller pump on the heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020. The roller pump worked as expected during the procedure, it was just noted to be louder than normal, with excessive audible noise. The roller pump was continuously loud throughout the procedure and the perfusion team wanted the roller pump to go through routine maintenance to ensure nothing functional was wrong with the pump. The roller pump was not exchanged during the procedure. There was no delay or harm due to the noise.

Manufacturer narrative:
Updated blocks: b5, d9 and h3 h3 81 evaluation is in progress, but not yet concluded.